Manufacturer narrative:
No photo/sample was received for investigation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 22gx1.00in straight bc needle pulled out of hub it was reported by customer that they had a defective 22g IV catheter in circulation where when the needle was withdrawn from the patient, the safety mechanism failed and the whole needle came completely free verbatim: we had a defective 22g IV catheter in circulation where when the needle was withdrawn from the patient, the safety mechanism failed and the whole needle came completely free. Luckily, there was no harm to our nurse or the patient, but I am urging everyone to remain cautious. The lot in question was pulled from our storeroom and the supply carts. I am awaiting further guidance from the quality clinical transformation coordinator from bd who is the manufacturer of the catheter and ccf's supervisor of materials management for how we should proceed. In the meantime, xxxx will order a new supply that should hopefully arrive by friday, there are still a handful of 22's with an older lot number in the carts.